Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that on (B)(6) 2017 they had poor telemetry/no telemetry while recharging and recharging was difficult. The patient needs to meet with a manufacturer representative (rep) because they do not think their ins is working at all. The patient tried charging it, but cannot get anything to work. The device is not charging or responding at all. Additional information was received from a patient on 2017-mar-16. The patient stated that they need programming done on their device and they told their healthcare professional (hcp) but their hcp has not called them back yet. The patient was recommended to contact their hcp again to make an appointment with their rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.